Event description:
The customer reported that, during preparation for use, there was a foreign object in the biopsy channel of the device. There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event.

Manufacturer narrative:
State, province, or territory: (B)(6). The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported event. Foreign material was coming out of from the biopsy channel which prevented insertion of tools in the channel. In addition, angulation in the up direction was out of standard due to wear of the angle wire, the gap of the up/down knob was out of standard due to wear of the angle wire, the screen was partly dark due a scratch on the charge-coupled device lens, there was a crease on the charge-coupled device lens, the adhesive on the bending section cover was broken, there was a crease on the universal cord, and the up/down knob was deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the type of foreign material could not be identified. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the instrument channel.¿ ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure.¿ ¿be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.